Manufacturer narrative:
The investigation involved the analysis of images provided by the physician. Evaluation results: images received via (email) with no patient identifier in image. Images provided are 2 procedural videos. Images provided do not allow for an evaluation in relationship to this event.

Manufacturer narrative:
Corrected b1: product problem.

Manufacturer narrative:
H1: corrected type of reportable event (malfunction).

Manufacturer narrative:
(B)(4). The device was returned to w. L. Gore & associates for investigation. The following observations were made: the delivery catheter, deployment knob, and deployment line were returned. The deployment line was returned in two sections and appeared to be broken. One section was still attached to the deployment knob and measured 150cm including a 1.2cm single fiber on the end. Approximately 37.7cm and 141.3cm from the deployment knob, there were two knots in this section of deployment line. The second section measured approximately 82.5cm including two single fibers on one end measuring 59.2cm and 70.7cm. There was a knot in the single fibers approximately 47.1cm from the end. The remainder of the device appeared unremarkable. Based on the device evaluation performed, no manufacturing anomalies were identified to which the event could be definitively attributed. Engineering evaluation conclusion is inconclusive as it relates to the event description. The reported issue codes are representative of this event. (B)(4).

Event description:
On (B)(6) 2020, the patient underwent an endovascular treatment for thoracic aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag-ac), gore® excluder® aaa endoprosthesis, and gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn). The ctag-ac was reportedly placed below the left subclavian artery. Next the gore® excluder® aaa endoprosthesis was inserted into the abdominal aorta and a viabahn was inserted into the left renal artery. It was reported during deployment the viabahn deployed approximately 2cm and resistance was encountered. The physician reportedly continued pulling the deployment line with strong force. It was reported the deployment line broke and became separated from the device. The physicians suspected cause of the deployment line breaking is unknown. It was noted that the viabahn was not fully expanded with approximately 2cm of the stent graft un-deployed. A balloon catheter was inserted and inflated to fully expand the device. It was reportedly noted that the deployment line still attached to the delivery catheter was about 60cm in length. The procedure was completed. The patient tolerated the procedure.